Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent of capture, oversensing, noise, polarity switch, high impedance, unstable and varying thresholds. The right atrial (ra) lead exhibited unstable thresholds, intermittent capture, high impedence, noise and oversensing and a polarity switch. Noise on both of the leads caused inappropriate mode switching. Both leads were suspected to be fractured. The rv and ra leads were capped and replaced. No patient complications have been reported as a result of this event.